Manufacturer narrative:
Initial reporter occupation is lay user/patient. The meter and test strips were requested for investigation. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.8 inr, qc 2: 5.8 inr, qc 3: 5.7 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Customer had alleged 3.1 inr on (B)(6) 2021 at 7:37 pm but was observed in the result memory at 7:41 pm instead. Customer had alleged 4.7 inr on (B)(6) 2021 at 7:35 pm but was observed in the result memory at 7:39 pm instead. Customer had alleged 2.5 inr on (B)(6) 2021 at 7:31 pm but was observed in the result memory at 9:50 am instead. Customer had alleged 3.1 inr on (B)(6) 2021 at 11:30 pm but was observed in the result memory at 11:32 pm instead. Customer had alleged 3.2 inr on (B)(6) 2021 at 8:30 am but was observed in the result memory at 8:32 am instead. Customer had alleged 4.3 inr on (B)(6) 2021 at 8:59 pm but was observed in the result memory at 11:03 pm instead. Customer had alleged 3.5 inr on (B)(6) 2021 at 8:58 pm but was observed in the result memory at 8:59 pm instead. Meter's error log was downloaded and error 8 was observed. Error 8 on (B)(6) 2021 at 11:30 pm, 11:28 pm, and 8:31 am as well as on (B)(6) 2021 at 10:55 pm. An error 8 is caused by the target temperature of the meter not being reached by the heater because the power level of the batteries are too low. The error 8 is resolved by replacing the empty batteries with new batteries. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). At 8:57 pm, the meter result was 4.6 inr. At 8:58 pm, the meter result was 3.5 inr. At 8:59 pm, the meter result was 4.3 inr. On (B)(6) 2021 at 7:35 pm, the meter result was 4.7 inr. At 7:37 pm, the meter result was 3.1 inr. The customer has a therapeutic range of 2.0-3.0 inr.